Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. The customer's blood glucose level was approximately 200 mg/dl. The customer successfully loaded a new cartridge.

Manufacturer narrative:
Pump evaluation submitted on MFR report # 3007981285-2017-15340. Pump evaluation performed.